Event description:
The surgeon was doing a translabyrinthine approach to resect a left vestibular schwannoma. An anspach drill emax qd8 head had been used for approximately 1 hour when the sleeve shot forward off the device like a missile. The surgeon had quick reflexes and pulled back preventing the patient from being harmed. The patient would have been seriously injured otherwise.